Event description:
A surgeon reported that air entered a patient's eye and the anterior chamber was unstable during a procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports to this system. The root cause cannot be determined conclusively. (B)(4).